Manufacturer narrative:
In this case, it was reported that a file separated during a procedure. As a result of this malfunction, an apicoectomy was performed to remove the separated piece and preclude permanent (irreversible) damage to a body structure, though immediate treatment of this nature is inadvisable per expert opinion provided by dr. Even so, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review.

Event description:
It was reported that a file separated in the canal during a procedure. As a result, the patient was referred to a specialist who performed an apicoectomy.